Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, this report will be completed under manufacturing report number 0001822565-2018-00556. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - unknown date in january 2002. Concomitant medical products: unknown, unknown bipolar head, unknown, unknown, unknown cup, unknown, unknown, unknown stem, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial partial right hip arthroplasty. Subsequently, the patient was revised to a total hip due to wear of the poly insert and pain. Surgeon noted inflammation in the tissue during the revision. Attempts have been made and additional information on the reported event is unavailable.